Manufacturer narrative:
Isi has received the monopolar curved scissors (mcs) instrument involved with this event, but the failure analysis testing has not yet been completed as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there was a nick in the insulation of the monopolar curved scissors (mcs) instrument, below the orange uninsulated portion. A backup mcs was opened to complete the procedure. There was no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the wire was not exposed, and the cable was intact. There were no signs of thermal damage or arcing. No photographic images or video recordings were available.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and instrument tube extension exhibited signs of scratch marks/abrasions on the plastic brown section of the tube extension. Tube extension scratch marks measured roughly 0.319¿ x 0.081¿. There was no material missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.